Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: during investigation, according to the pumps basal total daily dose history and black box the pump was delivering the programmed basal rate until cs alarm on (B)(6)2019 at 08:52 am. The pump boots to a hard cs69 alarm unable to complete delivery accuracy testing due to cs 69. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged the patient experienced a blood glucose less than 70 mg/dl but greater than 40 mg/dl, with no symptoms while on the insulin pump. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.